Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer alleges both arm rest knuckle bolts have allegedly sheered off at different occasions. She also alleges she was leaning against her armrest when it allegedly gave way and she fell to the floor.

Event description:
Provider alleges consumer alleges both arm rest knuckle bolts have allegedly sheered off at different occasions. She also alleges she was leaning against her armrest when it allegedly gave way and she fell to the floor.

Manufacturer narrative:
Failure to heed safety manual warnings